Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 were failed to detect on the communication bus. The field service engineer (fse) shut down the station and inspected the back of the drawers, noting that none of the light diodes on drawer 5 were illuminated. The fse completely powered down the unit and tested each controller board for drawers 5.1 and 5.2 using a multimeter to identify the faulty component. The fse identified that the drawer 5.2 was the source of the issue. The fse replaced the faulty controller board along with the pyxie bus module controller for the entire drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.